Event description:
Patient reported, left side rupture. Patient additionally reported, "lump" not related to the device. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified, broken shell and others, underweight, red particles on the shell, wear abrasion, missing a piece of shell (0-25%), and fold creases. A microscopic analysis was performed which identified, two creases sharp broken on posterior, a crease sharp opening on anterior, two striated openings on anterior and radius, and stress marks. Based on the device analysis, the final assessment is: two creases sharp broken on posterior assessed, as fold flaw opening. Missing shell assessed, as inconclusive. A crease sharp opening on anterior assessed, as fold flaw opening. Two striated openings on anterior and radius assessed, as surgical damage.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture for the left side.

Event description:
Patient reported left side rupture. Patient additionally reported "lump" not related to the device. The device has been explanted.